Event description:
A customer reported multiple cartridge alarms that prevented the use of their pump for several weeks. During this period, their blood glucose level reached 500 mg/dl, and they managed this high level with a correction injection using multiple daily injections (mdi). Customer technical support (cts) responded by replacing the pump and providing six replacement cartridges since the customer had gone through six cartridges due to recurring alarms. Cts ensured the customer would receive the new pump with updated software and offered training resources. The customer was instructed to return the problematic pump with provided shipping materials and acknowledged the instructions given.